Event description:
Procedure type: lap hernia repair. According to the rptr: stated that the balloon did not inflate appropriately. Distal seal was not entirely sealed. Laparoscopic right inguinal hernia repair with mesh.

Manufacturer narrative:
(B)(4).